Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unresponsive on initializes device manager screen. A technical support specialist (tss) applied the knowledge article medstation stuck on "initializing device manager" screen; es refrigerator failed and confirmed that the station successfully communicated, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was unresponsive on initializes device manager screen. The customer stated that the device was online in remote support service (rss). The customer tried to reboot but the issue persistedhowever, there were no delays or adverse events or injuries reported based on this event.